Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent ecs button due to flattened dome. The device had missing segments due to cracked zebra connector. The device had missing end cap sticker and minor scratches on lcd window.

Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 137 mg/dl when the issue occurred. At the time of the report, customer's blood glucose was 120 mg/dl. Nothing further was reported.